Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, the electrocardiograms (egms) took a significant amount of time to retrieve and once they were retrieved, only partial results were available. The diagnostics were unable to be cleared and the device software was attempted to be re-downloaded and the programmer was restarted with no success. Additional information was requested but has yet to be provided. A in-clinic follow up with the patient is anticipated. The patient was stable.

Event description:
Additional information provided indicated that there was an egm corruption. The firmware was uploaded successfully in order to resolve the issue.